Event description:
It was reported by service report that the footboard touch screen is discolored and blinking. Also found to have a cut power cord. No pt involvement or adverse consequences are reported.